Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip on the 8mm medium-large clip applier was not effectively getting applied and kept falling off in the surgery. The applier would not close completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not experience any issues with instrument motion. The clip applier was used one time. The instrument motion has been submitted for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.